Event description:
During screw removal case, tip of the screwdriver sheared off while trying to remove a screw. Screw is unable to be removed since the tip of the screwdriver is broken off into the screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.